Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient went into the ocean and the reporter immediately removed them from the water because they knew there was a tear in the keypad. The reporter dried the pump off and noticed that the screen was blank. The reporter removed the battery and rebooted the pump. The pump would reportedly vibrate three times and then go blank. This report is being made based on the allegation that the pump lost power without alarming.

Manufacturer narrative:
(B)(4): the keypad was found to be torn around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The screen was found to be blank and the keypad buttons were unable to be tested. The keypad cover was removed and there was contamination found under the key contacts. The audible alarm was not able be read due to contamination under the key contacts. There was no visible moisture inside the display screen. The pump failed the leak test and the keypad was found to be leaking. The pump cover was removed and moisture was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.